Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with normal operating currents. Pump monitored for several days and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm after changing batteries and could not clear due to the esc button not responding. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.